Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the device's image processing computer needed to be replaced, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that ippc replacement required. Review of the log files frontal ip-pc failed malfunction can be confirmed. Upon troubleshooting fse found that the ippc was defective. To resolve the issue, fse replaced the ippc and performed visual inspection. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.